Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2010 and (B)(6) 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began 6-9 months ago prior to contacting lfs. The patient indicated she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. At an unspecified date and time, the patient claimed her heart was racing after the alleged issue began. About 6 months ago , the patient stated she went to see her health care professional but denied receiving any medical treatment. Based on the information provided, it is not known how soon after the patient developed the alleged symptom. Additionally, this mss was not able to confirm whether the patient received medical treatment. At the time of troubleshooting, the cca was not able to verify whether the subject meter was misused, whether the power button and test strips insertion turned the meter on, or needed a new battery replacement because the patient had thrown the meter out six months ago. Replacement products were sent to the patient. This complaint is being reported because the patient stated she was unable to test her blood glucose due to the reported issue and later developed symptoms that can be consistent with hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
The patient¿s meter has been returned on 4/22/2015 and evaluated by lifescan product analysis on 4/24/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.